Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that after one of their mris, when they turned therapy back on they thought it would go back to 1a at 0.8 but it didn't it went to program 1 at 1.1 and they increased it to 1.5 but they barely felt it at all. They said ever since that MRI, once a week or once every other week, it "kicks in so hard", they would feel sensation at the ins site, and it felt like they are being electrocuted down there and normally that stopped happening, but they had to go pee so fast because it hurt so bad and once they went pee the pain stopped. They said they told the doctor about it and nobody seemed to think they should do anything about it. Reviewed stim sensation information redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.